Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege the pt sustained severe, permanent and crippling injuries; suffered great pain and anguish of mind and body, was confined for a long period of time, became seriously incapacitated and restricted in her normal activities; was forced to expend large sums of money for hospitalization, medical treatment and nursing care; was prevented from attending daily economic and social pursuits; continued to endure much physical and mental pain and suffering, disability and permanent injury and was otherwise damaged.